Event description:
It was reported that patient had received a "replace generator" message on their patient controller. Further intervention is pending.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received reports that the patient underwent surgical intervention and the ipg was explanted and replaced.